Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the reported device was broken at the guide wire exchange port prior to insertion inside of the patient. The device was exchanged with a second 10/3.50 flextome cutting balloon which ruptured upon the fourth inflation as previously reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual examination of the returned unit confirmed a shaft detachment at approximately 25cm from the catheter tip. The balloon protector cap was returned over the balloon. It was not possible to apply a vacuum to the balloon to remove all air as the shaft was broken however the balloon protector was removed from the balloon with no resistance encountered. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on new information received on (B)(4) 2014. It was reported that the device ruptured. A 10/3.50 flextome cutting balloon was selected to treat the target lesion. The 75% stenosed target lesion is located in the mildly calcified and moderately tortuous middle right coronary artery. During a percutaneous coronary intervention, after the device crossed the lesion it was noted that the balloon ruptured at 4 atmosphere. The procedure was completed with a non bsc balloon catheter. There were no patient complications reported and the patients condition is good. However, additional information revealed that the distal shaft broke.

Event description:
Reportable based on new information received on (B)(4) 2014 it was reported that the device ruptured. A 10/3.50 flextome cutting balloon was selected to treat the target lesion. The 75% stenosed target lesion is located in the mildly calcified and moderately tortuous middle right coronary artery. During a percutaneous coronary intervention, after the device crossed the lesion it was noted that the balloon ruptured at 4 atmosphere. The procedure was completed with a non bsc balloon catheter. There were no patient complications reported and the patients condition is good. However, additional information revealed that the distal shaft broke.